Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qcmjeh / sxpp1a40512, and no non-conformances related to the reported complaint condition were identified. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a405 was received for evaluation, the swage and attachment area was noted to be as expected. The needle was noted with marks that appear to be by use of the surgical instrument. The suture was examined along with the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appear to be by use of a surgical instrument could be observed. In addition, a side tab was returned for analysis, the piece was examined, and was noted cut in a side. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Photos: visual analysis of the pictures received determined that three opened samples in a plastic bag with the fixation tab broken at two sides could be observed. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m. Events were submitted via (B)(4).

Event description:
It was reported that the patient underwent a correction of scoliosis procedure on (B)(6) 2021 and the barbed suture was used. It was reported that the fixation feature was found detached during surgery. Another like suture was used to complete the surgery. There were no patient consequences reported.